Manufacturer narrative:
Retainer ring = black. Unit received with constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to no motor movement or negligible movement. Retries to free a stuck motor failed. Unit received with cracked case at battery tube side. The unit p-cap / test reservoir locks in place properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had cracked case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.